Event description:
Two days post-operatively, the pt became agitated and confused with no orientation to place or time. The pt required halaperidol therapy due to verbal and physical behavior. A CT scan on 10/23/1998 showed a right temporal cerebral infarct. Heparin therapy was initiated. A carotid artery ultrasound revealed stenosis of the right internal carotid artery. The pt rec'd physical therapy, occupational therapy and psychiatric therapy. The pt was treated with riperidone and ativan due to agitation, confusion and verbal and physical abuse towards others.